Manufacturer narrative:
The insulin pump passed the displacement test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump alarmed compromised force sensor system during prime test at 4.0 lbs due to faulty force sensor resistor. Failure analysis was unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 455 mg/dl at the time of admission. The customer stated they were unable to lower their blood glucose, prompting the hospitalization. Customer reported they were able to treat for their blood glucose. The customer's blood glucose was 248 mg/dl when they left the hospital. The customer also reported a compromised force sensor system alarm while changing their reservoir. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.